Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 39 (motor current error detected) and a pump error 41 (motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The pump was received without a battery cap. The pump passed self test; it failed rewind test returning a pump error 41. Unable to perform the displacement, prime/seating, basic occlusion, force sensor, and occlusion tests due to the recurring pump error 41s. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms that a pump error 39 occurred @ 02/15/25 13:31:27. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. An attempt was made to turn the motor's gearbox with pliers, and it would jam occasionally. Moreover, the motor was replaced with a known good motor and the recurring pump error 41s disappeared completely. In summary, the customer¿s report of pump error 39s and 41s both were confirmed. The pump error 39s and 41s are due to a gearbox that doesn¿t turn smoothly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.